Event description:
It was reported that the user dropped the ilet pump when it was attached to clothing, after which the display showed multicolored lines, powered on, but was unresponsive and could not be unlocked, indicating a display readability issue associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed display readability concerns with an ambient light¿related problem identified, consistent with a touchscreen component issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.